Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an unspecified procedure. Reportedly, the lever was fully closed; however, the foot of the prostyle device did not fully retract after deployment. The device was pulled on and the device was able to be removed with the foot still open. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.